Event description:
A customer reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Customer had not previously reported similar alarms with this pump, but there were alarms with consecutive cartridges. Technical support confirmed this and decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Despite the pump being out of warranty, the customer expressed interest in receiving an out-of-warranty loaner pump.